Event description:
It was reported the an audible alarm failure had occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing, chipped out and cracked on left front corner of top case. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was not verified/duplicated. The investigation was unable to determine the intermittent of the error. No physical or any other damage was found on speaker. It was recommended replacing the speaker as preventative measure. The root cause of the reported problem was undetermined as no fault was found with the device. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000